Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display as exposed to moisture. Customer stated display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged blank display, exposed to moisture and battery cap damage found on 05-dec-2021. The device passed active current test and sleep current test, however failed rewind and self test. No blank display noted during testing. Device not received with original battery cap. Battery cap damaged unknown. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 38 and pump error 75 were noted during testing. No battery alerts or alarms were found in the history files on event date. Pump error 38 was triggered during rewind causing rewind to fail due to moisture damage on the motor home switch and pump error 75 was triggered during self test causing it to fail testing due to corrosion on the j7 power connector on pcba 1. Device was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage(serial number label stained), corroded battery tube and moisture damage. In summary, blank display not confirmed, however exposed to moisture was confirmed. Pump error 38 due to moisture damage on the motor home switch and pump error 75 were confirmed due to corrosion on the j7 power connector on pcba 1 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.